Event description:
The patient reported that she experienced a blood glucose (bg) of "high" on the meter (above 600 mg/dl). The patient reported that in the morning her bg was 162 mg/dl. The patient reported that the pump had an occlusion alarm during a bolus in the morning; during subsequent repriming the pump emitted a cs64 alarm. The patient reportedly continued to wear the same site, set, and cartridge and her bg started to elevate. The patient reported that she received multiple loss of prime warnings and she disconnected and reprimed the pump each time. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.